Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure: anterior cervical discectomy, c5-6, and spinal cord deep decompression; anterior cervical fusion, c5-6; anterior cervical instrumentation, c5-6; insertion of prosthetic interbody fusion device , c5-6; harvesting of local bone graft; for pre-op and pot-op diagnosis of: c5-6 disc bulge with severely painful cervical spine recalcitrant to conservative measures. As perop notes: ".. Once c5-6 disc space was identified radiographically, the self retaining retractors were inserted to retract the midline structures and carotid sheath.. Local autograft bone was harvested and placed in the lateral position of the disc space for anterior cervical fusion. A prosthetic interbody fusion spacer was inserted into the c5-6 disc space of appropriate size and shape. No complications were reported."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a anterior cervical discectomy and fusion using rhbmp-2/acs. The patient's post-operative period was marked by severe pain. Following the surgery the patient suffered from autonomic nuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage, inflammatory reactions, chronic radiculitis, retrograde ejaculation, sterility, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, dysphagia, difficulty breathing, difficulty gripping and holding items, and chronic pain. The patient now suffers from bone overgrowth causing nerve compression, chronic pain and radiculitis, and emotional distress and mental anguish.